Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. The cause of the issue was localized to the power pca. The power pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer. This was a malfunction of the power pca.

Event description:
The customer reported that the device was failing the pads/paddles ECG test in operational check. This occurred during testing, there was no patient involvement.